Event description:
A customer experienced a skin reaction while wearing an adc device and experienced symptoms described as discomfort and purulent discharge. Customer had contact with a healthcare professional and was prescribed cephalexin 250mg oral antibiotic for treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Sensor (B)(6)was returned and investigated. Visual inspection was performed, and no issues were observed. Visual inspection was performed on the returned sensor patch and adhesive, no issues were observed. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The reported complaint is related to skin irritation or an allergic reaction to the patch adhesive of the freestyle libre sensor. Dose audit reports were reviewed and demonstrates the continued effectiveness of the established sterilization process for libre sensor products. Environmental monitoring reports were reviewed, including bioburden and endotoxin testing, and demonstrated that all monitoring processes continue to meet adc minimum requirements for product quality. Dhrs (device history review) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and freestyle libre sensor kit passed all tests prior to release. Visual inspection was performed on the returned sensor patch and adhesive, no issues were observed. No malfunction or product deficiency was identified. This issue is not confirmed. Section d4 (serial number) was updated from (B)(6)to (B)(6)based on returned product download. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer experienced a skin reaction while wearing an adc device and experienced symptoms described as discomfort and purulent discharge. Customer had contact with a healthcare professional and was prescribed cephalexin 250mg oral antibiotic for treatment. There was no report of death or permanent injury associated with this event.